Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) via a representative regarding a patient in france who was receiving and unknown medication via an implantable pump. The implant date was not known. The model and serial number of the pump and catheter were requested but reported as unknown at this time. It was reported that around (B)(6) 2015 the calculated volume is very less than the real one extracted from the pump. No alarm was warning. There was no harm or injury to the patient but the patient did experience an increase in spastic symptoms. The spasticity was treated with oral delivery. The patient's status was reported as alive with no injury. It was unknown if an explant would take place but it was not yet planned and the product remained implanted. The patient's medical history included five previous catheters and revisions in the past and will be captured in a different manufacturer report. The medication type, lot number, concentration, dose, concomitant medications, indications for use, event context, specific volumes, troubleshooting and diagnostic testing dates and results, and resolution were not provided at this time. However, these were all requested. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ascenda_cath, product type: catheter.

Event description:
Additional information was received from the health care provider and on (B)(6) 2016 the representative reported that this was a (B)(6) patient who was a paraplegic and treated with baclofen. Nothing had yet been done. However, the surgeon planned to replace the pump on (B)(6) 2016. Should additional information be received a supplemental report will be filed.

Event description:
On (B)(4) 2016 the representative reported that the patient had a history of apophysis arthrosis. On (B)(4) 2016 information was received from the representative who reported that the patient was spastic (paraplegy) as a result of the catheter issue but was stable with oral treatment. No diagnostic testing or troubleshooting had been performed. It was now reported that the cause of the catheter issue was not known but a clotted catheter was suspected. Should additional information be received a supplemental report will be filed.

Event description:
Additional information was requested to clarify observations during the revision on (B)(4) 2016, related pump issues, clot details, product return and patient status. On (B)(4) 2016 the representative reported that the whole system (both the catheter and the pump) were ¿finally¿ replaced. The patient was reported as now being ¿ok¿. No further information was provided. Should additional information be received a supplemental report will be filed.

Event description:
On (B)(4) 2016 additional information was received from the representative. Regarding observations of the pump and catheter during the (B)(4) 2016 revision, it was reported as ¿unknown¿ to all inquiries of the pump observation and reason for pump explant and replacement, the type and details of the catheter occlusion. The catheter and pump would not be returned. Should additional information be received a supplemental report will be filed.